Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD: implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under-sensing causing early/false termination of recorded atrial ar rhythmias/not recognizing atrial arrhythmia and resultant unnecessary atrial pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.